Event description:
During follow-up, noise resulting in oversensing was observed on the right ventricular (rv) lead. Abbott technical support was contacted and suggested to investigate the rv lead further with provocative testing. No intervention has been performed at this time. The patient was in stable condition.